Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The customer reported an unknown restart and unit fails est (extended self-test) with pressure relief valve failure. There was no patient involvement.

Manufacturer narrative:
G4: 14aug2020. B4: 17aug2020. Three (3) good faith efforts were made to obtain the repair information of this device, however, the customer did not respond. No additional information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.